Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there was no lifting or damage observed on the keypad. The contrast, ok, up and down buttons were intermittently unresponsive to testing. The keypad cover was removed and contamination was observed under the ok, down, up and contrast button contacts. Unrelated to the initial complaint, the display was observed to have a pinkish contrast. The pink display was replaced with a new test display and functioned normally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.